Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("lot of pain /severe and persistent pelvic pain /severe and persistent pain") in a 29 year-old female patient who had essure inserted (lot no. B34593( invalid)) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: treatment noncompliance ("she did not use birth control or contraception at any time following her essure placement procedure"). The patient had a medical history of premature baby in 2013, parity 3 ((B)(6) 2005, (B)(6) 2007, (B)(6) 2013) and multigravida. Concurrent conditions were listed as overweight, uterine fibroid and body mass index normal. The only concomitant product mentioned was phentermine for weight decreased. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("heavy periods/blood clots"), ovarian cyst ("cysts on her ovaries /ovarian cysts"), back pain ("severe and persistent back pain / sharp pain/ stabbing pain"), abdominal pain lower ("cramping"), lethargy ("lethargy"), mood swings ("mood swings"), irritability ("irritability"), nausea ("nausea"), vomiting ("vomiting") and solar lentigo ("developed spots on her liver") and was found to have lung neoplasm ("developed spots on her lungs"). In 2014 she experienced bloating ("bloating"), alopecia ("hair loss"), migraine ("migraines"), abdominal pain upper ("stomach pain /sharp pain") and headache ("headaches"). An unknown time later she experienced swelling abdomen ("abdominal swelling"), mental disorder ("caused or aggravated any psychiatric or psychological condition") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the ovarian cyst, back pain and abdominal pain upper had not resolved. The outcomes for pelvic pain, heavy menstrual bleeding, bloating, abdominal pain lower, alopecia, migraine, lethargy, mood swings, irritability, nausea, vomiting, solar lentigo, lung neoplasm, swelling abdomen, headache, mental disorder and abdominal pain were unknown. The reporter considered bloating, swelling abdomen, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, headache, heavy menstrual bleeding, irritability, lethargy, lung neoplasm, mental disorder, migraine, mood swings, nausea, ovarian cyst, pelvic pain, solar lentigo and vomiting to be related to essure administration. The reporter commented: patient received medical treatment for abdominal pain and back pain. Patient not sought medical treatment for her hair loss, blood clots, ovarian cysts, abdominal swelling, pelvic or migraines. Current weight: 143. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.138 kg/sqm. *underwent essure confirmation hysterosalpingogram test on (B)(6) 2013. Lot number: b34593manufacture date: 2013-05 expiration date: 2016-05 lot number:(34593) is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-aug-2023: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("lot of pain /severe and persistent pelvic pain /severe and persistent pain") in a 29 year-old female patient who had essure inserted (lot no. B34593( invalid)) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: treatment noncompliance ("she did not use birth control or contraception at any time following her essure placement procedure"). The patient had a medical history of premature baby in 2013, parity 3 ( (B)(6) 2005, (B)(6) 2007, (B)(6) 2013) and multigravida. Concurrent conditions were listed as overweight, uterine fibroid and body mass index normal. The only concomitant product mentioned was phentermine for weight decreased. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("heavy periods/blood clots"), ovarian cyst ("cysts on her ovaries /ovarian cysts"), back pain ("severe and persistent back pain / sharp pain/ stabbing pain"), abdominal pain lower ("cramping"), lethargy ("lethargy"), mood swings ("mood swings"), irritability ("irritability"), nausea ("nausea"), vomiting ("vomiting") and solar lentigo ("developed spots on her liver") and was found to have lung neoplasm ("developed spots on her lungs"). In 2014 she experienced bloating ("bloating"), alopecia ("hair loss"), migraine ("migraines"), abdominal pain upper ("stomach pain /sharp pain") and headache ("headaches"). An unknown time later she experienced swelling abdomen ("abdominal swelling"), mental disorder ("caused or aggravated any psychiatric or psychological condition") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the ovarian cyst, back pain and abdominal pain upper had not resolved. The outcomes for pelvic pain, heavy menstrual bleeding, bloating, abdominal pain lower, alopecia, migraine, lethargy, mood swings, irritability, nausea, vomiting, solar lentigo, lung neoplasm, swelling abdomen, headache, mental disorder and abdominal pain were unknown. The reporter considered bloating, swelling abdomen, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, headache, heavy menstrual bleeding, irritability, lethargy, lung neoplasm, mental disorder, migraine, mood swings, nausea, ovarian cyst, pelvic pain, solar lentigo and vomiting to be related to essure administration. The reporter commented: patient received medical treatment for abdominal pain and back pain. Patient not sought medical treatment for her hair loss, blood clots, ovarian cysts, abdominal swelling, pelvic or migraines. Current weight: 143. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.138 kg/sqm. *underwent essure confirmation hysterosalpingogram test on (B)(6) 2013. Lot number: b34593( invalid) manufacture date: 2013-05 expiration date: 2016-05. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 02-aug-2023: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("lot of pain /severe and persistent pelvic pain /severe and persistent pain") in a 29 year-old female patient who had essure inserted (lot no. B34593) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: treatment noncompliance ("she did not use birth control or contraception at any time following her essure placement procedure"). The patient had a medical history of premature baby in 2013, parity 3 ((B)(6) 2005, (B)(6) 2007, (B)(6) 2013) and multigravida. Concurrent conditions were listed as overweight, uterine fibroid and body mass index normal. The only concomitant product mentioned was phentermine for weight decreased. On (B)(6) 2013, the patient had essure inserted. In 2013, she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("heavy periods/blood clots"), ovarian cyst ("cysts on her ovaries /ovarian cysts"), back pain ("severe and persistent back pain / sharp pain/ stabbing pain"), abdominal pain lower ("cramping"), lethargy ("lethargy"), mood swings ("mood swings"), irritability ("irritability"), nausea ("nausea"), vomiting ("vomiting") and solar lentigo ("developed spots on her liver") and was found to have lung neoplasm ("developed spots on her lungs"). In 2014, she experienced bloating ("bloating"), alopecia ("hair loss"), migraine ("migraines"), abdominal pain upper ("stomach pain /sharp pain") and headache ("headaches"). An unknown time later she experienced swelling abdomen ("abdominal swelling"), mental disorder ("caused or aggravated any psychiatric or psychological condition") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the ovarian cyst, back pain and abdominal pain upper had not resolved. The outcomes for pelvic pain, heavy menstrual bleeding, bloating, abdominal pain lower, alopecia, migraine, lethargy, mood swings, irritability, nausea, vomiting, solar lentigo, lung neoplasm, swelling abdomen, headache, mental disorder and abdominal pain were unknown. The reporter considered bloating, swelling abdomen, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, headache, heavy menstrual bleeding, irritability, lethargy, lung neoplasm, mental disorder, migraine, mood swings, nausea, ovarian cyst, pelvic pain, solar lentigo and vomiting to be related to essure administration. The reporter commented: patient received medical treatment for abdominal pain and back pain. Patient not sought medical treatment for her hair loss, blood clots, ovarian cysts, abdominal swelling, pelvic or migraines. Current weight: 143. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.138 kg/sqm. Underwent essure confirmation hysterosalpingogram test on (B)(6) 2013. Lot number: b34593. Manufacture date: 2013-05. Expiration date: 2016-05 lot number:(34593) is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: lot number corrected to b34593. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.